Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje g4- PMA/510(k) #: k173035 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the locking of an 'ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter' was "fixed and not moving". No adverse effects or additional procedures for the patient have been reported due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Correction: additional information was provided on 20jun2024 clarifying the failure mode. As reported, the suture broke during the placement procedure and another device was obtained to complete the procedure. There is no evidence to suggest that the observed device failure, "suture broke during device placement", would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event.